Event description:
It was reported that during a rotational atherectomy procedure, the rotablator guide wire fractured. The area being treated was a calcified, tortuous lesion in a highly angulated circumflex coronary artery. During ablation the burr jumped forward and sheared off 2 cm of the rotawire. Retreival attempts were unsuccessful and the wire segment remains in the pt. The pt was brought back into the cath lab in 8/2004 for a planned intervention on another artery and was suffering no complications.